Event description:
Pt undergoing a carotid endarterectomy during which time a smell of smoke was noted as well as a singeing of the pt's hair in the right occipital region where it laid on the foam donut. Previously pt was prepped with prevail and electrocautery had been in use. Or report notes use of a lot "of hair spray by the pt. Pt sustained 2nd and 3rd degree burns to back base of pt's neck and left cheek.